Event description:
While priming the cardiopulmonary bypass circuit I observed a piece of black material in the crystalloid within the tubing. I removed the entire setup and put tubing bands around the tubing where the material was suspended to isolate it.